Event description:
Pace medical was notified on april 8, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device complaining of unstable rate. Technician examined device and repaired a solder joint. After repair, the fault could not be duplicated. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for fault is unknown. Possible solder joint failure due to manufacturing or rough handling.